Manufacturer narrative:
Investigation is ongoing. H3 other text : hospital refused to release devices.

Event description:
As reported by the field clinical specialist (fcs), during the advancement of a second commander delivery system and 29mm sapien 3 valve through a 14 fr esheath plus, the team noticed the radiopaque marker on the tip (c-marker) of the esheath plus was not in place. On imaging the c-marker appeared to be low on the esheath plus and moved towards the end of the esheath plus as the valve was advanced. The thought was that it might have torn off and could potentially embolize in the patient. The decision was made to remove the delivery system, valve and esheath plus as one unit. Upon removal, the device was examined on the back table and appeared the expansion portion tore and had "slinkied" on itself. The c-marker appeared that it was still intact just moved down and up the expansion part of the esheath plus. Nothing appeared separated and was not on fluoro when the sheath was removed from the body. A new esheath plus, delivery system and 29mm sapien 3 valve were then inserted and deployed successfully. There were no patient injuries. The device was not allowed to be removed from the facility to return for evaluation. No cine images were captured and all fluoro images were not saved. It was clarified that the first delivery system had been removed through the esheath plus without difficulty and no damage was observed on the delivery system upon removal. A photo of the esheath plus after removal was provided. Per engineering review of the photo, esheath plus liner delamination and bunching were observed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. Component code was corrected from cannula to liner. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post procedural imagery was reviewed and the delivery system/crimped thv appeared inserted through the sheath shaft/exited through distal tip. The esheath liner showed signs of delaminated (while full delamination unable to be visualized, the event description points to full delamination based on displacement of liner/c-marker in the distal direction during thv advancement). The esheath liner bunching, sheath distal tip opened as designed and the valve struts appeared slightly bent. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed based on provided imagery. Due to insufficient information provided, a definitive root cause was unable to be determined at this time. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits which are managed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.